Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 23 mg/dl. Reportedly the customer had a seizure. Reportedly the customer accidentally gave a bolus they did not need. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.